Event description:
Patient reportedly awoke feeling like blood glucose was low. Patient stated that back-to-back tests were performed on the advantage symptoms with results of 282 mg/dl, 82 mg/dl, and 478 mg/dl. Based on symptoms, patient's relative gave him orange juice and candy. Patient indicated that he felt better 10 minutes later. No additional treatment was received. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.